Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was capped due to loss of capture, impedance value out of range (above 2000 ohms) and lead fracture. The lead was active for 143 months.